Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed november 12th, 2014.

Event description:
Per the clinic, the patient developed an infection and pain at the implant site. Subsequently, the device was explanted on (B)(6), 2014.